Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 80mg/dl. A supply change was performed due to address the occlusion alarm. Tandem technical support (cts) educated the customer in regards to occlusions and where the blockage can occur. As the occlusion alarm had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusion.